Event description:
It was reported during a procedure for a trial scs sys, the pt experienced a cerebrospinal fluid (csf) leak. As a result, a blood patch was performed and the procedure was abandoned.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.